Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an unknown surgery, the vapr device after less than 5 min of use of the device, the latter was no longer functional. After verification, the surgeon noticed that part of the end of the device had become detached in the patient. Another device was used to complete the procedure. Extended operating time an unknown amount of time to recover the broken part in the joint. There were no adverse patient consequences reported. All available information has been disclosed.